Manufacturer narrative:
Unit power up properly after battery installation. No blank display, flickering lines or missing segment anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 487 mg/dl. Customer did not want to troubleshoot for high blood glucose. Customer also mentioned a blank display which was resolved through troubleshooting. Insulin pump will not be returned for analysis.